Event description:
A nurse from critical care unit reported frequent tearing of gloves. Therefore, she had to double glove all night. This is not the first incident.this was reported at least twice before from different areas. The user's hands were not wet, damp or sweaty. The gloves were not too small. No holes, tears, or any other defects were observed initially. They tore when trying to put them on or developed holes. Storage is unchanged, neither too hot nor cold.